Manufacturer narrative:
Concomitant products: product ID: a2dr01 ipg, implanted: (B)(6) 2017; product ID: 5076-58 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed atrial episodes and what appeared to be atrial lead undersensing on the current electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.